Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mmx3.50mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. After non-bsc guide wire crossed the lesion and pre-dilatation was performed, a 3.50x20mm synergy drug-eluting stent was advanced and deployed to treat the lesion. However, post deployment, distal edge dissection was noted. Subsequently, a 2.75x12mm synergy stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.